Manufacturer narrative:
Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore johnson and johnson surgical vision, inc has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Manufacturing date 2016. All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
It was reported that during a procedure and while laser was firing the system experienced a suction loss. It was reported that procedure was completed successfully. Patient did not require surgical intervention.